Event description:
It was reported that pt underwent right hip arthroplasty in 2007. Pt was revised in 2007, due to loosening of the stem.

Manufacturer narrative:
The MFR did not receive explanted device, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A check of the mfg papers did no show any deviation from the specifications. There is no indication from the info rec'd, that the zimmer device were a causal factor in the revision surgery event. Should add'l info or explanted devices become available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer considers this case closed.